Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was unable to observe insulin drops exit the infusion set tubing. The customer reported that the issue was due to a faulty cartridge. Customer changed infusion set and cartridge and reported insulin delivery was able to be resumed. The customer's blood glucose level was 134 mg/dl.